Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient's caregiver called technical support to replace the cycler due to fill pain. A follow up call to the patient's peritoneal dialysis registered nurse (pdrn) confirmed the patient's pain was due to peritonitis of an unknown cause. The nurse reported the patient was being treated with an unknown dose of vancomycin and gentamicin. Medical records have been requested. No additional information provided.

Manufacturer narrative:
Medical records did not contain a peritoneal dialysis culture results, dialysis progress notes for this time period or treatment records for this time period. There was no mention in the medical record that indicates the source of alleged peritonitis. There was no diagnosis of peritonitis at or about (B)(6) 2016 in the medical records. There was no documentation in the medical record that states there was a causal relationship between the patient¿s liberty cycler and the patient¿s alleged peritonitis. There was no documentation in the medical record that states there was a causal relationship between the patient¿s liberty cycler set and the patient¿s alleged peritonitis.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence. No product was available from these lots in distribution centers to be analyzed, as the entirety of the lots have been sold and distributed. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the cycler device and concomitant products found no indication that the products caused or contributed in any way to the clinical event.